Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that, the insulin pump had compromised force sensor system alert. Customer had an error on his pump and it would not give him insulin. The blood glucose was 163 mg/dl at the time of the incident. The current blood glucose was 142 mg/dl. Customer stated that, the insulin is squirting out during the manual prime process. Customer stated that, they are unable to exit the preparing to prime loop. The drive support cap appears normal. Customer advised to replace and discontinue the use of insulin pump and treat as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with a compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to the compromised force sensor system alarm. However, unit passed rewind test and displacement test. Unit had bleeding lcd glass.